Event description:
The pt was at home over the weekend following implant and heard a critical pump alarm; it sounded every 30 minutes. The alarm was heard by others. Telemetry did not show that the pump was alarming; it showed a code "(28)", "system event log cleared", that occurred on (B) (6) 2009 at 17:41. It was noted that the pump was in shelf state at the time of implant. The active alarm was silenced on (B) (6) 2010. The pt was asymptomatic. Two days after silencing the alarms, the pt was reported to be "doing fine" and had not heard any alarms since. The device system was used to deliver morphine sulfate.

Manufacturer narrative:
(B) (4).